Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: wear abrasion, fold creases, a linear opening on posterior, yellow particles in the shell, and yellow particles in fill channel. Leak test and microscopic analysis was performed which identified: a crease smooth opening on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - creases are observed but have no relationship with manufacturing. - a crease smooth opening on the posterior assessed as fold flaw opening. - observed yellow particles in fill channel (valve), however, is not consider as workmanship due to the device was not received in the original sealed packaging.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reports "any creases" and "particles in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reports "any creases" and "particles in valve". Device has been explanted.